Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. The pump began charging, however, the pump battery increased from 10% battery life to 100% battery life within approximately 5 minutes. Customer's blood glucose level was 312 mg/dl. Customer continued to use the pump for insulin therapy.